Event description:
The ventilator allegedly shut down on the pt. The pt was bagged until placed on a backup ventilator. No pt harm reported.

Manufacturer narrative:
Conclusions - testing by the manufacturer is ongoing.